Event description:
A call was received through technical services reporting the pt presented to the ER and at that time, hcp was unable to establish telemetry with the device. The implant was non-submuscular. The device was explanted and replaced. No patient complications have been reported as a result of this event. Further information indicates that the patient presented with weakness and lightheadedness and was found to be severely bradycardic with complete heart block. No telemetry and no output were also noted. The physician thought it was interesting that the device had suddenly went to end of life conditions when in march 2007, the device exhibited adequate battery life.

Manufacturer narrative:
Evaluation summary: preliminary analysis revealed a no output and no telemetry condition. Further testing revealed these were the result of lifted output bondwires. Other: a call was received through technical services reporting the pt presented to the ER and at that time, hcp was unable to establish telemetry with the device. The implant was non-submuscular. The device was explanted and replaced. No patient complications have been reported as a result of this event. Further information indicates that the patient presented with weakness and lightheadedness and was found to be severely bradycardic with complete heart block. No telemetry and no output were also noted. The physician thought it was interesting that the device had suddenly went to end of life conditions when in march 2007, the device exhibited adequate battery life. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination, component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to output, none.